Manufacturer narrative:
(B)(4). Has been replaced by (B)(4) regarding the desktop charger if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient¿s desktop charger (dtc) connector was broken and the ins recharger (insr) was not charging. The patient was allegedly not receiving complete therapy. There was no error code reported. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
Corrected event description. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient¿s desktop charger (dtc) connector was broken and the ins recharger (insr) was not charging. The patient was allegedly not receiving complete therapy. There was no error code reported. A replacement dtc was sent. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.